Event description:
In april 2004 the patient called lfs alleging that their one touch basic enhanced meter was reading inaccurately low. Senior medical affairs specialist spoke with the patient in april 2004 to obtain additional info. The patient reported obtaining low results, such as 50 mg/dl and 45 mg/dl, for several days. Patient finally decided to call their physician after obtaining low readings associated with the message "danger call dr." Their physician recommended that patient eat food due to the meter prompts. Finally the patient decided to go for a lab test and a result of 383 mg/dl was obtained. Patient was advised to go home and have their usual meals and take their medication. That evening around 6 pm their friend drove patient to the e.r. Patient had been having frequent urination and feeling thirsty. At the e.r. A reading well over 400 mg/dl was obtained. Patient was admitted for several days. Patient was diagnosed with a urinary tract infection and high blood pressure (240/120). Patient was treated with insulin and catapres for their hbp. Patient normally takes glucophage for their diabetes and had maintained their prescribed dosage throughout the time of concern. Patient normally, tested their blood glucose level only once a day. Hence, patient believes the test strips may have been expired and exposed to mositure. Patient had been cleaning their meter with control solution and alcohol, as opposed to the recommended cleaning method. Based on the info provided, the event meets the criteria for a medical device reportable since the patient suffered a serious injury due to use error.